Manufacturer narrative:
Reference record (b)(40. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 1(B)(6) 2019, a nurse called the patient's son who reported there was stoma site redness and mild, yellow colored discharge. The patient was treated with oral ciprofloxacillin and a gastroenterologist advised the patient to do dressing changes twice daily and apply mebo and fucidin cream. On (B)(6) 2019, a hospital staff nurse reported that the patient was assessed by the gastroenterologist. The patient had stoma site pus and was treated with oral augmentin tablet, oral flagyl tablet, betadine solution, and fucidin cream. A stoma site culture and sensitivity was also done.